Event description:
The pt reported an elevated blood glucose reading of 313 mg/dl with her target reading being 150 mg/dl. To troubleshoot, the pt confirmed her basal rates on her insulin infusion device were accurate. She stated the device has not given any occlusion alarms, but she did put it in stop for about 20 mins when she took a shower. The pt was instructed to disconnect from her infusion headset and try to bolus into the air which went through without error. The pt then noticed a large air bubble in the cartridge. She was instructed to disconnect from her device and prime the air bubble out, but she was unsuccessful in doing so. She was advised to change her cartridge. She did so, and again stated there was a large air bubble in the cartridge. The proper procedure for priming out air bubbles was reviewed with the pt which she successfully completed. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.